Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the tip/tine missing. This likely occurred at explant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body, found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This device evaluation was completed.

Event description:
It was reported that this patient presented to the emergency room, as they were feeling dizzy and tired. The field representative was trying to perform an right atrial (ra) lead threshold test; however, it looked like the ra lead was not capturing. The lead reportedly had intermittent loss of capture and technical services suggested that an x-ray be performed on the lead. Additional information was reported, indicating that the ra lead was removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon device evaluation completion.